Manufacturer narrative:
The application specialist determined that the cutter was not faulty and that this complaint occurred due to user error. The machine was set on the foot control yaw function and not on the pitch. The doctors have been trained accordingly. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.

Event description:
The user facility in south africa reported the vitrectomy cutter passed the test prior to surgery; however, during the cataract procedure the vitrectomy cutter did not cut. The cutter continued to irrigate and aspirate. Surgery was not delayed. There was no patient impact, and no negative impact on the the patient's outcome.

Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable. This investigation is ongoing.